Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the hcp states the device has not been working since (B)(6) 2019. The hcp is unable to communicate with patient ins using the clinician programmer. Caller keeps getting prompt to re-position device. Caller has replaced batteries and they are 100% full. Caller does not have another 8840 as she mainly uses the smart programmer. Caller confirmed she is able to communicate using patient's programmer. When patient came in therapy was off but caller turned it on. While on the call, caller communicated again using the programmer and turned amplitude up from 4.85 to 5.65 v and patient is not feeling anything. Caller confirmed she can also switch programs. Technical services (ts) reviewed it is not recommended to use a smart programmer on a device that was previously managed with an 8840. Ts sent therapy programmer compatibility instructions dated (B)(6) 2019 hcp letter in case she does use the smart programmer. Caller states that she believes her local rep is actually in the area and may reach out to them first. No patient symptoms or further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient's device was turned off when she presented. She had no sensation when the device amplitude was increased. The patient had a new lead and battery placed on (B)(6) 2020. A manufacturing representative (rep) was able to connect the office 'ipg' (physician later referenced this as the physician programmer) to the patient. The battery levels showed (???) - no battery power. It was indicated that the physician programmer would not be returned/replaced. No further complications were reported.